Manufacturer narrative:
This report is submitted on may 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's device was explanted (date not reported) due to a magnet dislodgement following an MRI. Additional information was requested but not made available as of the date of this report.